Event description:
A surgeon reports during a procedure the system had a broken cable lap, poor aspiration, poor cautery and a reflux function failure occurred. The system was used with the broken cable lap and the poor aspiration. The poor cautery was solved after exchanging the forceps and the reflux failure was solved after fixing the footswitch. Surgery was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).